Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 628 mg/dl and ketones, which were identified as dangerous by a healthcare professional; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the ER. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.